Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced mixer motor and the ion selective electrode (ise) reference block to resolve the issue. (B)(4).

Event description:
The customer reported obtaining erroneously low sodium (na) and chloride (cl) patient results involving the au680 clinical chemistry analyzer. The low results were not reported outside the laboratory. There was no change to patient treatment in association with this event.